Event description:
A zoll distributor electrode belt sn (B)(4) and reported that the ECG electrodes were non-functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) has been confirmed. Upon investigation the cable connecting the distribution note to the rear therapy electrodes was pulled from the strain relief, breaking the solder joint connecting the pulse wires to the distribution node pca. The root cause for the strained cable was excessive force. No adverse event resulted from the strained cable.